Event description:
It was reported to adac that the customer reported the "ssd's" in the plan changed. The customer had run the plan earlier and went into the plan to edit the prescription. They noticed after they had edited the prescription that the "ssd's" for the 2 beams were identical (90.14). On the printout, the "ssd's" under geometry was listed as 90.14 for each beam, but the "ssd's" to reference point were reported correctly. No injury was reported as a result of this issue.